Manufacturer narrative:
More information surrounding the event have been requested. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that while the anesthesia workstation was used during a surgical procedure, the measured inspiratory o2 suddenly decreased. Alarm for low oxygen concentration was generated. There was no pt harm reported. (B)(4).